Event description:
It was reported that during set-up for a procedure at the user facility, the surgeon noticed that the tip of the device was broken off. The procedure was completed successfully with the use of another pin. No patient involvement, delays, medical interventions or adverse consequences were reported with the event.

Manufacturer narrative:
Correction: no evaluation was possible as the device was not available for return.

Event description:
It was reported that during set-up for a procedure at the user facility the surgeon noticed that the tip of the device was broken off. The procedure was completed successfully with the use of another pin. No patient involvement, delays, medical interventions or adverse consequences were reported with the event.